Event description:
--

Event description:
Boston scientific received information that high out of range pacing impedances were displayed on this device. At this time both the device and right ventricular lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Engineering analysis confirmed out of range pacing impedances and technical services discussed further tip-tissue calcification hypothesis when it comes out of range pacing impedances. At this time the root cause of this case has not been determined as the products remains implanted.

Manufacturer narrative:
(B)(4). Additional information was received which noted that a revision took place. Initial measurements obtained prior to the procedure showed elevated out of range pacing impedances while all other measurements were within normal range. Due to the patient health status a lead extraction was not deemed appropriate. Prior to the procedure the field representative tested various shocking vectors, which all appeared within normal range. A full energy r wave synchronous shock was not performed to confirm the shock circuitry, therefore with the available information it was decided to implant a new pace/sense lead and surgically abandoned the pace/sense portion of this defibrillation lead. The pace/sense portion of this lead was tested with a pacing system analyzer (psa) and showed continued out of range pacing impedances. The newly implanted pace/sense lead showed normal values on the psa as well as the device. The procedure was completed with no further complication. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received information that high out of range pacing impedances were displayed on this device. At this time both the device and right ventricular lead remain implanted. No adverse patient effects were reported.